Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon conclusions of the investigation. On (B)(6) 2018 arjo was informed about the event, which occurred at the customer home in (B)(6). During lifting of the resident from the wheelchair to the bed, stitching one of the sling's loops (the part of the sling which is attached to the lift's spreader bar) has been torn apart causing that the resident fell back into the wheelchair. There was no injury in connection with this event reported. The arjo system involved in the event was the maxi sky 600 ceiling lift and the sling. According to the opinion of the arjo representative who inspected the involved devices after the event, the sling should not be used to transfer the patient due to its poor condition. This sling was manufactured in (B)(6) 2009 and based on the collected information, this sling was used regularly by the customer (over 9 years in use). The instruction for use (max81687-m-int issue 4) includes information regarding the suspected lifetime of the sling and its inspection: "the operational life of the sling/stretcher is dependent on the actual use conditions. Therefore, before use, always make sure that the sling/stretcher, loops, cords and straps do not show signs of fraying, tearing or other damage ([?]). If any such damage is observed, do not use the sling." In addition, information received during the customer interview confirmed that the customer was not aware that regular inspections should be carried out prior to each use of the sling and that it is necessary to withdraw the sling from use, when a defect is discovered. It should be emphasized that during years of regular use of the sling to transfer the resident (the sling was in use for over 9 years), a deterioration of the sling can occur, therefore it is so important to inspect the device. Factors such as lack of awareness of the customer about the visual inspection of the sling and the use of a worn sling led to the event. Despite the training carried out for the customer when the system was delivered (january 2009), the customer did not follow the instructions. Additional training will be performed for the customer to avoid similar events in the future. When reviewing similar reportable events, we have found limited number of cases with similar fault description (loop stitching inside loop failed). To conclude, the system consists of maxi sky 600 ceiling lift and passive loop sling was used during the event. There was a system deficiency found (loop failure) and from that perspective, the system did not meet the manufacturer's specification at the time of the event. The complaint decided to be reportable due to the fall reported and the potential for serious injury if the event re-occur.

Event description:
On (B)(6) 2018 arjo was informed about the event, which occurred at the customer home in (B)(6). During lifting of the resident from the wheelchair to the bed, stitching one of the sling's loops (the part of the sling which is attached to the lift's spreader bar) has been torn apart causing that the resident fell back into the wheelchair. There was no injury in connection with this event reported.